Manufacturer narrative:
A second field service engineer (fse) went on site and stated that they were able to perform bios and software updates without any issues. The fse confirmed that following updates, proper operation were confirmed.

Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported frequent telemetry system issues where patient data would stop displaying on a central station until the xhibit telemetry receiver (xtr) was restarted. A spacelabs healthcare field service engineer went on site and could not verify the reported issue and could not find any faults with any xtr. Xtr logs were pulled and provided to a product support specalist (pss). The pss reviewed the logs and found that the bios settings were incorrect all five of the xtrs. The fse attempted to address the bios issue via software reload, however the first xtr would not load the software. The fse stated that he would order parts to replace hardware. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.